Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values that reached 400 mg/dl. For treatment, the patient was given insulin, given multivitamin calcium 500mg donepezil at 10 mg, gabapentin at 300 mg, singulair (montelukast) at 10 mg, crestor at 40 mg, at bedtime claritin at 10 mg to take daily, finasteride at 5 mg to take daily, furosemide at 20 mg to take daily and cholecalciferol at 15 mcg to take daily. The pod was between 36 and 48 hours on the arm. The pod was discarded and the patient was still at the hospital.